Manufacturer narrative:
It was reported that a resident was found unresponsive in the nursing home. Her blood sugar was tested with two different glucose meters and found to be normal. This glucose model was new to this facility and had been used for approximately two weeks. The paramedics were called. Upon arrival, the paramedics tested her blood sugar with a different device and found her blood glucose to be 45. An IV of 10% dextrose was initiated. The patient was later taken to the hospital and admitted for observation. The meters were returned and tested with both high and low control solutions. All results were found to be within the correct ranges for the solutions. The meter performed as intended. No device malfunction was identified. We were unable to replicate an inaccurate result. This device is manufactured by (B)(4). They have been notified of this incident.

Event description:
The blood sugar of an unresponsive resident was tested with the glucose meter and found to be normal. The paramedics were called and they obtained a reading of 45.